Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the surgeon had engaged the clip applier, fired the instrument and the clips fell out. The case was completed using a similar device. There was no consequence to the patient.